Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that defibrillation shock was noticed on electrophysiology report. The type arrhythmia was not clear. The patient never reported the event to the healthcare professional.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that it was unknown if the patient had a history of arrhythmia before left ventricular assist device (lvad) implant. It was also unknown what symptoms the patient experienced and what treatment was performed. The arrhythmia did not result in clinical compromise. An implantable cardioverter defibrillator (ICD) was implanted prior to the lvad. It was unknown if the arrhythmia resolved.